Event description:
The hosp reported that during the coronary arterys bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon used a replacement unit to complete the procedure. No patient complications were reported by the hosp.